Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On 05/02/2026, the patient reported that the cgm was displaying unspecified ¿normal¿ glucose readings while his actual bg levels were decreasing. No specific cgm or bg meter values were provided at that time. The patient was also using a tandem insulin pump. The patient exhibited abnormal behavior, including difficulty speaking clearly and incoherence. Emergency medical services (ems) were contacted. Upon arrival, ems obtained a bg meter reading of 47 mg/dl. A corresponding cgm value at that time was not reported. Ems administered intravenous (IV) dextrose and transported the patient to the emergency room (ER). At the ER, two bg meter readings were obtained, which were reported to be approximately 30-45 mg/dl lower than the cgm readings; however, exact values were not provided. Following treatment with IV dextrose, the cgm reading was 97 mg/dl, while the bg meter reading was 127 mg/dl. At the time of reporting, the patient indicated he was ¿fine¿ but remained in the ER for observation (less than 24 hours as of the report). No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.